Event description:
A cartridge alarm was reported by the caller during the load process, and it was confirmed that there was no adverse impact to the customer's blood glucose level. The issue occurred because the caller did not wait for the prompt to remove the used cartridge, leading to recurring alarms, despite efforts to load a new cartridge. As a corrective action, technical support educated the caller on correct cartridge loading procedures and decided to replace the pump. The caller will contact their healthcare provider for a backup insulin therapy, as none was available. Instructions on using storage mode, returning the faulty pump, and steps for the replacement pump were provided, and the caller acknowledged these instructions. A replacement pump was dispatched to the customer.